Event description:
It was reported that during a coronary stent procedure, the balloon catheter burst and the stent could not be fully deployed. The pt developed ventricular fibrillation requiring CPR and defibrillation. The physician was able to successfully deploy and fully dilate the stent with another balloon catheter. The pt status is listed as "okay".